Event description:
Home pt reported seeing fluid inside homechoice door after receiving system error 2240 alarming dwell 3/4 during automated peritoneal dialysis treatment. Leak appeared to stem from homechoice cassette. Home pt discontinued treatment at time of alarm. Per home pt, no pt injury or medical intervention.